Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had sensor discrepancies. Their blood glucose was 187 mg/dl while their sensor glucose was 67 mg/dl and going down. The insulin pump went into threshold suspend. Troubleshooting was performed. The sensor will be returned for analysis.

Manufacturer narrative:
Additional information has been received after the initial report was created. The information has been provided with this report.

Event description:
It was reported via phone call that the customer's weight was (B)(6).

Manufacturer narrative:
Inspected one opened and used sensor and performed continuity resistance test and sensor passed per specifications. Performed bicarbonate buffer test sensor passed per specifications.